Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt #1, date: (B)(6) 2012, inratio: >7.5, re-test: 2.3, lab: 19.0 (venous). Inratio results obtained within 10 mins, unk if a new finger stick/different finger was used. Lab result obtained within 2 hrs of inratio results. Pt was admitted to the hospital based on venous inr result. Customer has two inratio2 meters. Caller did not know meter rendered each reported result, stated both readers had been used. Reference MDR #2027969-2012-00367 for first meter.